Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/26/2000 and was last repaired on 07/19/2011 for a non-related issue. Evaluation of the device observed that the leading edge of the control bar was flush with the master blade. There was no motor speed recorded due to the slow and erratic operation. The device continued to operate this way even after the slide switch was in the safe and off position. It was also noted that there was corrosion within the housing and that the motor could not be removed because of this. Additionally damage to the head and control bar were observed. Prior to repair, the device was outside calibration specifications at the zero and 0.0100" thickness settings. The device was also outside side to side specifications at all tested thickness settings. There was no information obtained regarding the customer's cleaning or sterilization could have caused the corrosion to the interior of the unit, which could have damaged the motor over time, likely causing it to operate slowly and erratically. Therefore, lack of preventative maintenance by the customer likely caused damage to the motor over time, which most likely caused the customer's reported event. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization most likely allowed moisture to enter the handpiece. In addition, lack of preventative maintenance and improper handling likely caused the lack of calibration and damage to the head and control bar of the unit.

Event description:
It was reported that the electric dermatome handpiece did not have enough power to function. No additional clinical information was received prior to this report. There was no patient harm or delay reported.